Event description:
Report received of cassette test failure alarms. It was reported that after the nurse primed the tubing set with heparin and placed it in the pump, an alarm for "cassette test failure" was received. The nurse attempted to put the set into the device again and received the same alarm. A second set of the same lot number was primed with the heparin bag and placed into the pump. The set was connected to the pt's IV cannula and the therapy initiated without event. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.